Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt510, (osseotite tapered certain implant 5 x 10mm) and one (1) unknown biomet screw for evaluation. Visual evaluation was performed, there was bone/blood debris on the implants internal and external threads. The implants internal hex was damaged. There was an unknown screw inside the implant. DHR review was completed for the subject lot number 2013111989. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2013111989 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature and dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants internal hex was damaged and there was an unknown screw inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient went to the clinic several times due to crown loosening ((B)(4)). New crowns were made and implant at tooth site 36 was removed due to connection failure.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).